Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to maintain a connection with his scs ipg and the patient controller. A company representative met with the patient and confirmed the patient's scs ipg had trouble maintaining a connection with the patient and the clinician controllers. Subsequently, the patient's scs ipg was replaced with a new one.